Manufacturer narrative:
The autopulse platform s/n# (B)(4) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the battery lock was bent, the top cover and front/ bottom enclosures were damaged. The autopulse platform is a reusable device and was manufactured on 10/22/2008. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and are unrelated to the reported complaint. The archive data could not be retrieved for review due to a faulty processor board. The processor board was replaced to remedy the fault. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua18 and ua45 indicating that the user was able to clear the error message. Unrelated to the reported issue, the lcd screen backlight was also found to have been faulty. Lcd was replaced. Additionally, the power distribution board (pdb) was replaced per routine service procedure. A run-in testing was performed using the 95% patient test fixture (lrtf) for 20 minutes without exhibiting any of the user advisory or fault. In summary, the customer's reported complaint of the platform displaying ua18 and ua45 was not confirmed during functional test. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The system passed functional test, where no errors or anomalies were exhibited. The system functions as intended. Note: the autopulse is intended to be used as an adjunct to manual CPR. In case of stopping of autopulse, the user reverts to manual CPR which is a standard of care.

Event description:
It was reported that during patient use, the autopulse platform (s/n: (B)(4) displayed multiple user advisories (ua)18 (max take-up revolutions exceeded) and (ua)45 (not at "home" position after power-on/restart) messages . The user reverted to manual CPR instead. No reported negative effect to the patient.